Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with a central processing representative and obtained the following additional information: the thermal damage on the plastic part of the instrument was found prior to reprocessing. The instrument was inspected prior to use and no damage or anything out of the ordinary was found. It was unknown if the instrument was inspected after the procedure was completed. There was no injury to the patient. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. No insulation damage was observed. The conductor wire is not damaged or broken. There was no exposed wires. An electrical continuity test was performed and passed. The root cause from this failure is attributed to the user mishandling/misuse, commonly caused by collision with another energized instrument. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had thermal damage of the resin part near the forceps. There was no report of patient involvement. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.